Manufacturer narrative:
It was originally reported that the suspect medical device had deflated. However, on (B)(6) 2018, mentor received additional information about this event. During revision surgery, no implant rupture was noted. The surgeon only cleaned and completed a washout and did not replace the implant. The product will not be returned to mentor. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(6). Concomitant medical products: two serials were reported to the manufacturer, but it was not clarified which one belongs to the right deflated implant. Mentor smooth round moderate plus profile 225cc saline breast prostheses, cat. #3502225, serial numbers: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unspecified procedure with mentor smooth round moderate plus profile 225cc saline breast prostheses where the right prosthesis deflated after implantation. The deflation was confirmed by a bilateral breast MRI exam and during an abdominoplasty. Implant was hyperinflated to 275cc. Patient will undergo explantation and replacement with unspecified breast prostheses on (B)(6) 2018.

Manufacturer narrative:
The lot # of the suspect medical device is 6671345 and the serial number is (B)(4). The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).